Event description:
It was reported that a transfer set had visible damage at two parts in the interior that was found during use. The transfer set had broken occluder feet. At the time of the incident, the transfer set has been in use for three months. The patient cleaned the set with iodine povidone solution. The transfer set was replaced with a new device. The nurse suspected that the transfer set was already broken for longer, without it having been noticed. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Actual occurrence date and the therapy date is unknown. (B)(6). The device was returned and evaluated. Visual inspection and clamp function testing confirmed the broken occluder feet. Leak testing and clear passage testing were performed with no issues noted. There was no indication of over-torquing found during the evaluation. The cause of the reported issue could not be determined. Should additional relevant information become available, a follow-up report will be submitted.